Event description:
Event description guidant received information from the legal department, that the patient implanted with this implantable cardioverter defibrillator (ICD) filed a claim for personal injuries sustained as a result the improper manufacturing of this device.